Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. Visually, the device is missing the inner shaft. The finish is faded. This complaint can be confirmed. The probable root cause is that the device was not re-assembled properly after sterilization. There is a button on the handle that secures the inner shaft. This button seems to function properly. The device is over nine years old. A manufacturing record evaluation was performed on 9-8-2019 for the finished device lot number, and no non-conformances were identified. At this point no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. Visually, the inner shaft of the device is not secured in the outer shaft. The finish is faded. There are several nicks on the distal end of the device. The inner shaft was reassembled into the device and secured properly. The cutter was tested three times to see if it could cut suture and once it cut the suture properly and twice it did not. This complaint cannot be confirmed because the device was not broken. The probable root cause is that the device was not re-assembled properly after sterilization. The device is over nine years old. A manufacturing record evaluation was performed on 9-8-2019 for the finished device lot number, and no non-conformances were identified. At this point no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: h6: method codes: upon further investigation, it was determined that a manufacturing record evaluation was performed but was not inadvertently left out on the previous report. Therefore, this field has been updated accordingly to reflect the correct information. Investigation summary : the complaint device was received and inspected. Visually, the inner shaft of the device is not secured in the outer shaft. The finish is faded. There are several nicks on the distal end of the device. The inner shaft was reassembled into the device and secured properly. The cutter was tested three times to see if it could cut suture and once it cut the suture properly and twice it did not. This complaint cannot be confirmed because the device was not broken. The probable root cause is that the device was not re-assembled properly after sterilization. The device is over nine years old. A manufacturing record evaluation was performed on 9-8-2019 for the finished device lot number, and no non-conformances were identified. At this point no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by the affiliate that the arthro suture cutter sliding kit was incomplete and faulty, one of the cutters blunt and the other one broken into pieces inside the patient. Additional information received from the affiliate reported it was unknown how long the device had been in use and the device had not been in use with a fiber-wire. The affiliate also reported there was impact on the patient; longer surgery longer time under anaesthesia and impact on the user, changing his standard technique. It was stated the procedure was completed with a device from a different brand which was not readily available. The affiliate reported there was surgical delay of 1 hour and 45 minutes and the shoulder stabilization procedure occurred on (B)(6) 2019. It was also reported all broken pieces were removed from the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information provided by the affiliate reported a loaner kit was provided to the customer. The affiliate also reported the kit contained one broken cord cutter and one sliding suture dull cutter. The affiliate reported the inner shaft fell out and into the patient. This piece was retrieved with no patient consequences.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.